Manufacturer narrative:
The device remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing a pi event. The following day, the surgeon reported that multiple events with transient increases in power as great as 17 watts occurred. The pump power for this patient had been between 8-10 watts. The system controller log file was reviewed and the events noted in the log file were associated with pi events. The hospital staff administered heparin; however, the heparin was discontinued due to development of heparin induced thrombocytopenia (hit). The patient has remained asymptomatic. The hospital staff feels that the power fluctuations may be due to fluid shifting and aggressive diuresis. The patient remains ongoing.